Event description:
It was reported that the user changed a dexcom g7 sensor and supplies, after which the sensor did not connect and the ilet stopped dosing until the pairing code on the ilet was corrected to match the dexcom app code 8515, after which dosing resumed. Symptoms included hyperglycemia with a blood glucose of 405 mg/dl without reported symptoms. Outcomes included interruption of automated insulin delivery and the need for user-administered insulin by injection prior to contacting support. Investigation included remote troubleshooting and verification of sensor pairing settings on the ilet, confirmation of the correct sensor code, and entry of a current blood glucose value to re-establish dosing. Investigation of this case revealed a sensor pairing code mismatch that resulted in an interruption of automated dosing and subsequent hyperglycemia, which resolved after correcting the pairing and re-entering blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.